Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. Reportedly the customer was using cold insulin. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 337 mg/dl.